Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.